Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal es was deployed. Six days later the pt returned to the physician's office complaining of pain in the right groin area. No swelling was noted at that time. An ultrasound was performed in the office which was negative for av fistula or pseudoaneursym. The pt returned the following day for another examination and a 6-7 cm mass was palpated. The pt complained of increased pain with chills and fever. The pt was admitted to the hospital and a surgeon was consulted. An incision and drainage was performed on the right groin and the interoperative diagnosis was "purulent lymphadinitis with infected plegmon "no hematoma or vascular injury found". An infectious disease specialist was consulted. To date all cultures were negative for bacteria growth. Five days later the pt was discharged with a PICC line inserted for four weeks of IV antibiotics at home. It is important to note that two days prior to the catheterization, it was documented that the pt's white blood count was elevated and was diagnosed with conjunctivitis. The pt was started on oral antibiotics prior to the catheterization procedure and continued following the catheterization. No further complications have been reported.